Manufacturer narrative:
Section e3 - occupation: patient/consumer. The meter was requested for investigation. A replacement meter was sent to the customer.

Event description:
We received an allegation of a display issue with a coaguchek meter. The reporter stated that the meter had been in storage for a couple of months. The reporter installed new batteries and the meter would power on but with only a partial display. A display check and meter memory check were performed and the results field was only partially visible.

Manufacturer narrative:
The meter was received for investigation. The investigation determined that the event was caused by contamination of the contacts due to improper handling or maintenance. Product labeling states: "operating conditions. - if you store the meter for a period of time, remove the batteries. -use the meter at a relative humidity of less than 85%, without condensation." "Please follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Wipe away residual moisture and fluids after cleaning the housing. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet."